Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738 and position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "autofill failure" alarm sounded from the pump and blood was noted in the tubing. Iabp was discontinued and the iab was removed. The pt was critical, fully ventilated and on inotropic support. The pt expired on 9/12/97. It was rpt'd to datascope on 9/18/97 that the pt death was not related to the balloon event. The following was rpt'd to datascope on 10/28/97: the iab pump alarmed "autofill" failure. The pumped was checked by the nurse and blood was noted in the tubing so iabp was switched off. On the monitor screen the nurse observed that they were unable to achieve maximum inflation on the iab and the monitor screen showed a check "iab catheter" alarm. On investigation of the iab, a blood clot was noted inside the balloon catheter. No apparent tear was seen in the balloon. It was rpt'd that there was no pt injury or death as a result of the event. Event complications: none from the event - rpt'd 9/18/97 and 10/28/97. Pt current status: expired - rpt'd 9/15/97.